Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore patient information is not provided due to country privacy laws. UDI: (B)(4). The initial reporter is located outside the u.s., and therefore customer information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. Legal manufacturer: hcs horten - (B)(4).

Event description:
The customer reported that a car crash patient was taken to the ICU where they attempted to use the vivid e95 ultrasound to perform a diagnostic exam. The patient had internal bleeding. The vivid e95 was powered on and froze leaving the customer unable to perform an ultrasound scan. This lost 12 minutes getting the system to function. The nurses pumped blood for this time. They found that a cracked rib caused internal bleeding. No serious outcome for the patient was noted.

Manufacturer narrative:
Gehc's investigation has completed. The customer's vivid e95's touch panel was replaced and afterwards the system freezes were not reproducible. No injury was reported, and this issue was corrected. Further investigation of the failed touch panel and complaint file records determined this is a single defect due to a random solder defect that was fixed with corrective repair. There is no systemic issue, and no further action is being taken at this time.